Event description:
It was reported that the pump touch screen was intermittently frozen and unresponsive to touch. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.